Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported to field clinical specialist (fcs), the delivery system was advanced through the tortuous descending aorta. Before crossing the annulus, the patient's pressure began to drop. A rupture was found in the descending aorta, believed to be caused by the tension from the tortuous aorta. The delivery system with the valve was attempted to be pulled back into the sheath; however, it did not easily pull back in. Due to the patient's declining condition, the team did not want to spend time evaluating why the valve would not pull back into the sheath, so they advanced the valve and deployed it in the descending aorta. The patient expired post procedure. The team had also lost access on the opposite side, so it was necessary to use the tavr access for the occlusion balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). The delivery system and sheath were returned to edwards lifesciences for evaluation after use in the procedure. The thv was not returned and the delivery system and sheath were returned separated. The delivery system had kinks in the proximal balloon shaft, flex shaft, and distal guidewire shaft, likely due to packaging. The provided 3mensio imagery shows calcification and tortuosity of the vasculature. Of note, tortuosity of the aorta is seen past the bifurcation, at the location where the delivery system would have been withdrawn into the sheath tip. Significant calcification is also visible past the bifurcation. The delivery system was visually inspected. The balloon was unpleated and unfolded after inflation during procedure. Approximately 2.75ml residual fluid was in the balloon. No other visual abnormalities observed. Due to the condition of the returned delivery system (unpleated/expanded balloon preventing valve alignment), no functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿. A review of complaint history from december 2017 to november 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ with returned devices. Nineteen complaints were confirmed, but no manufacturing non-conformances were identified on the returned devices. Available information suggests procedural and/or patient factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category of ¿withdrawal difficulty¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. During flex tip assembly and bonding, the 26mm flex tip outer diameter is 100% dimensionally inspected/verified using a go gauge to ensure it is not oversized. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size (using a go/nogo gauge) and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, devices are 100% visually inspected by both manufacturing and quality. The entire device is inspected for damage or missing components.  The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage. The delivery system retrieval force into the sheath was tested. The lot was accepted. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was unable to be confirmed. No potential manufacturing non-conformances were identified on the returned device. A review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Imagery review shows curvature in the aorta past the bifurcation, where the sheath distal tip would be during the procedure. If the delivery system withdrawal took place within this curvature, it is possible that the sheath distal tip and crimped thv were not coaxial during the withdrawal attempt. This would have resulted in the valve struts becoming caught on the sheath tip and leading to the reported difficulty. The crimped valve is larger once it is aligned over the inflation balloon, which increases the likelihood of the valve struts getting caught on the sheath. In addition, imagery review shows calcification in the aorta. It is possible that the crimped valve was caught on caught on calcification during withdrawal, or the calcification interacted with the sheath/delivery system to prevent the withdrawal. Therefore, it is likely that patient factors (tortuosity, calcification) contributed to the reported withdrawal difficulty. Other procedural factors which may affect delivery system withdrawal are outlined in the training manual instructions. These factors include not locking the balloon shaft and not fully unflexing the delivery system prior to withdrawal. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ was unable to be confirmed. Available information suggests patient factors (tortuosity, calcification) contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.